Event description:
It was reported that the customer wore the pump with the screen touching the skin, possibly causing the pump battery to deplete quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.